Event description:
The user in (B)(6) reported blood glucose results of "393 and 149 mg/dl" with the onetouch veriopro meter, performed within 20 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) with the following findings:on (B)(4) 2012 the meter was tested and no faults were found, the meter worked properly. On (B)(4) 2012 the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.